Manufacturer narrative:
Additional information: b5, d9, h6, and h11. B5: upon follow up, it was reported that the transfer set did not exceed 6 months of use. H11: the one (1) actual device was provided for evaluation. The sample was returned in wet condition with twist clamp in closed position and a mini cap attached. Visual inspection by naked eye and functional testing were performed with no issues observed. An acceptable fluid flow through the set was noted during clear passage testing. The returned sample met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported to be "due to defective six month unit" (transfer set). It was not reported if the patient was hospitalized. Treatment was not reported. It was reported that the transfer set was replaced on an unspecified date and did not exceed six months of use. Patient outcome and action taken with pd therapy were not reported. No additional information is available.